Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from the patient's right eye due to subjective visual disturbance (visual disturbance - dark shadows in periphery, "fluttering"). Single suture 10.0 nylon was used, as planned. A non johnson and johnson iol was used to replace the explanted lens. Patient sees resolution of temporal negative dysphotopsia with clarion monofocal lens. There was no patient post-explant injury. Patient doing fine post-explant. No other information was provided.

Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. Asku. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 11, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut into three pieces: two pieces with haptics attached and one middle piece. The lens pieces were cleaned and inspected, and no further issues were observed. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no product deficiency or product malfunction that could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.